Event description:
It was reported that during a pneumectomy, the device locked out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: analysis results indicated physical evidence associated with user error. The analysis results found that the scg45 device was returned in good visual conditions and with a cartridge loaded on the device. The cartridge was received loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 2/3 fired and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout tab and was found bent, in addition, a wedge sled was found damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.